Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the marksman catheter appeared to be broken into two segments from the distal end. Additionally, the catheter body appeared to be stretching and accordioned at the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. The catheter tip and the marker band were examined, and no damages were found. The total and usable lengths of the catheter were measured to be within specifications. No flash or voids molded were observed in the hub. No other anomalies were observed. Based on the analysis findings, the broken ends of the catheter exhibited with stretching, necking, accordioning and broken braids; which indicated that the catheter separated when exceeding the tensile strength of the tubing material. From the damages seen on the catheter body (stretching/accordioning/separating), it appears there was high force used (pushing and pulling). It is likely that the severe vessel tortuosity may have contributed to the reported issues. Per our instructions for use (IFU): "discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received for analysis. Attempts to gather additional event details have been made. However, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that resistance was felt between the flow diverter and the microcatheter, when the devices were removed, it was realized that the microcatheter had been torn. As a result the device was replaced and the procedure completed without issue. The patient was undergoing surgery for treatment of a saccular, unruptured, ic-op aneurysm with a max diameter of 15mm and a neck diameter of 5mm. It was noted that the vessel tortuosity was severe. Post procedure angiography showed no problem with blood flow. There were no related patient symptoms. The devices were prepared/flushed per the IFU. There was no damage to the delivery pusher.